Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that a piece of the patient's tissue became adhered to the jaws during a lobectomy. The surgeon used forceps to remove the tissue. At this time, a piece of square shaped plastic material came off with the burnt tissue. Nothing fell into the patient cavity and there was no injury.

Manufacturer narrative:
(B)(4). Date of follow-up report : 04/05/2016. One used lf1737 was received for evaluation. The returned product did not meet specification as received. Visual inspection found deep scratches on the metal seal plate. The customer reported that forceps were used to remove the burnt tissue, then a piece of square shaped plastic material came off with the burnt tissue. The reported condition was not confirmed. Inspection noted deep gouges in the seal plate where the customer scraped the jaws with forceps to remove eschar. Pmv cannot determine what the particulate was that the customer removed. Inspection of the instrument found no missing components. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. No regrasp alarms were generated. The investigation identified the root cause of the reported event to be undetermined. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. The IFU warns to avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument.